Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was further reported the patient experienced pain and overstimulation ( described by the patient as shocking sensation ) at the ipg site after falling directly on the site.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the ipg is unable to communicate with external devices, in addition the patient programmer displays an error message. Reportedly, the ipg is inoperable. As a result, surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken during which time the ipg was explanted and replaced which resolved the issue.